Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-06484. It was reported the patient experienced ineffective stimulation due to high impedances on the right supraorbital lead. Troubleshooting was successful, however the issue reoccurred. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein one right supraorbital lead was replaced. The ipg was electively replaced. Effective stimulation was restored post operatively. It was unknown which lead was replaced. Therefore both leads are being reported.

Manufacturer narrative:
Corrected data: device explant date was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2018-06484.